Event description:
It was reported that during an embolization treatment of a splenic artery, the coil did not respond during positioning. It was thought that the coil detached from the delivery pusher. The coil system and microcatheter were withdrawn together. The coil was separated from the pusher and did not remain in the patient. There was no intervention or patient consequence.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental MDR report. The instructions for use (IFU) identifies difficult coil detachment as potential complications associated with use of the device.

Manufacturer narrative:
Correction: h4 (manufacturing date). Additional information: h10 (summary device evaluation). Summary device evaluation: the investigation of the returned coil system found the pusher with lead wire separation, the hypotube bent, and the proximal gold connector bent. The implant was not returned for evaluation. No indication using a detachment controller was found on the pusher's heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.